Event description:
It was reported that during testing conducted by a manufacturer field service technician at the user facility the device was overheating. Upon receipt for evaluation at the manufacturer facility, paint chips were found to be missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.